Manufacturer narrative:
Concomitant medical products: product ID 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. The patient had lumbar pain. Difficult adjustment for the back was very effective on radicular pain. Actions required due to the event included hospitalization, surgical intervention of subcutaneous electrode, and medical intervention of transcutaneous stimulation. It was unknown if any diagnostic testing or troubleshooting was done. The product issue was noted to be resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event was related to the device. Later it was reported that the unable to adjust stimulation was probably reported as a mistake.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was medullar stimulation efficient on the radiculalgia, inefficient on the low back pain, then addition of sub-cutaneous stimulation for the low back pain.